Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom, determined to be caused by cracks in the upstream sensor tail pins. The upstream sensor was replaced.

Event description:
During a baxter evaluation, it was found that a pump falsely alarmed upstream occlusion. There was no patient involvement.